Manufacturer narrative:
Investigation in process. Not yet returned.

Event description:
It was reported that the patient's x-ray showed a crack in the tm patella upon routine exam. Patient was asymptomatic. Patella was revised. Implanted on (B)(6) 2009 and removed on (B)(6) 2016.

Manufacturer narrative:
This is a duplicate report. This complaint/report was inadvertently duplicated. The original was report 3005751028 - 2016 - 00054.

Event description:
Tm patella revised, xray showed crack.